Event description:
It was reported by the customer that the pyxis medstation es system drawer is not recognizing that it is open, preventing the cubies from being accessible. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that solenoid is experiencing difficulties in activating. A field service engineer, replaced solenoid also two full height, trays, roll board cable, flat flex, cable and insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.